Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the patient's rv lead revealed high defibrillation impedance. Externalized conductors were noted under x-ray and fluoroscopy imaging. The rv lead was explanted on (B)(6) 2022. No patient consequences were reported.